Manufacturer narrative:
Life threatening and hospitalization no longer apply. The other relevant components include:: product ID 8840 lot# serial# unknown product type programmer, physician.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp on (B)(6) 2017 reported the patient passed away that day, and they wanted to know what options could be done with pump programming to silence any potential pump alarms. While on the call, the hcp received a text that the family would like the pump removed and analyzed, so the option of programming the pump to minimum rate mode was discussed, and the doctor was going to go that route. The hcp believed an autopsy would be performed, and the pump and catheter would be removed and sent to pathology first. The hcp stated that he checked the reservoir volume after the refill was done, and the full amount was in the pump, so no pocket fill was suspected. The hcp stated he also accessed the pump a few days later for another reason, and the pump was dispensing as there was no volume discrepancy. The hcp stated that they performed a therapeutic bolus using the programmer, and the patient¿s tone decreases/body loosened. They also performed a dye study, and it was successful. The dye dispersed in the cerebrospinal fluid (csf). The patient had other medical factors that might have caused the passing, but nothing was known definitively on the call. The hcp stated based on troubleshooting, a device malfunction was not expected, but the family was wanting the pump analyzed. Additional information received from a manufacturer representative on (B)(6) 2017 reported there was a patient in the ICU that passed away that day. The representative did not know the patient¿s name when asked. The representative stated she received a text from a clinician caring for the patient. The representative did not know the clinician name when asked. The representative stated the clinician was asking about silencing alarms. No other details were known. No further patient complications were reported. Additional information received from the hcp on (B)(6) 2017 reported the cause of the symptoms after refill was not determined. The patient was a bit twitchy/uncomfortable the morning before the refill pointing at perhaps another etiology. The results of a catheter dye study was normal. A bolus dose helped a little bit, but the patient was continuing to be very uncomfortable likely related to respiratory issues, but it was unknown. The hcp aspirated the pump contents with a correct volume as expected, and they replaced medicine with no ¿avail¿. The pump appeared to be working. The patient¿s weight was not applicable. The death was not thought to be related to the device or therapy. The hcp did not know the cause of the death; it was likely due to respiratory failure. The other medical factors that may have caused the patient¿s death were clarified to be respiratory failure due to scoliosis. The patient passed away in the hospital. It was unknown if autopsy records or toxicology results would be available. The catheter was not primed following completion of the dye study. Per the hcp, it was obvious that the patient had some withdrawal that responded to bolus. The patient did not recover from their initial symptoms prior to their passing on (B)(6) 2017; the patient continued to be uncomfortable.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal [2000 mcg/ml] at a flex dose totaling 500 mcg/day. It was reported the patient was experiencing increased tone, fever, tachycardia, hypertension, and agitation that began tuesday evening post-pump refill (refill occurred early tuesday (B)(6) 2017). The patient was hospitalized and in the intensive care unit (ICU) on a ventilator. Infection had been ruled out per the hcp. The hcp stated the patient was on numerous drugs including baclofen, propofol, fentanyl, and ativan. The reservoir was accessed at the hospital, and there was no volume discrepancy. No anomalies were noted in the event logs. The patient and family were upset because of the issues they had encountered and were not confident with the drug infusion system per the hcp. The hcp stated the patient¿s follow-up doctor had already been notified of the patient¿s issues. No further patient complications were reported.

Manufacturer narrative:
'Other' no longer applies. The other relevant components include: product ID 8840 serial#(B)(4) product type programmer, physician. 'Serious injury' no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient was never sent home. The dye study was done, and then the patient returned to the ICU. The symptoms of withdrawal included tachycardia, hypertension, increased spasticity, and agitation.